Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that the system was explanted due to infection. No new device was implanted; patient has a temporary external pacer until infection is cleared. Patient was stable before, during, and after the procedure.